Event description:
It was reported that no capture was observed when patient presented to clinic after receiving therapy. The device was reprogrammed to resolve the issue.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.